Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected vitros nh3 dt quality control results were obtained on a vitros dt60 ii chemistry system. It is suspected that the customer cleaned the fors head on the analyzer. Following these actions, acceptable system performance was obtained. The investigation concludes that the most likely cause of this event was instrument related. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros nh3 dt quality control results on a vitros dt60 ii chemistry system. The following results were obtained: qc fluid level ii (u1831) result = 277, 299 vs. An expected result = 230 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. There was no report that vitros nh3 dt patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).